Event description:
This spontaneous case report from a consumer in (B)(6) was identified in the internet (social media) on (B)(6) 2013. The report refers to the reporting consumer, a female of unspecified age, who received essure (fallopian tube occlusion insert) and experienced pelvic pain, horrendous bleeding, joint pain in areas not associated with essure, took a test that was positive: pregnancy with essure (device inefficiency), miscarried, had yeast infections, bacterial infections, extreme fatigue, nausea, acid reflux, pain in hip bone, swelling of stomach, and nickel toxicity poisoning. Consumer's medical history / concurrent conditions included nickel allergy and extreme fatigue. No information was given on consumer's past drugs, and concomitant medication. On an unspecified date, the consumer had essure (fallopian tube occlusion insert) inserted. Consumer stated she was one of the ladies having or had issues with essure. She had (start dates unspecified) pelvic pain, horrendous bleeding, joint pain in areas not associated with essure but never had a problem before. In (B)(6) 2012, she was 16 days late, took a test that was positive. Few days later, she miscarried. Consumer stated from that point on everything was worse. Yeast infections and bacterial infections. She always had extreme fatigue but it was getting worse. Nausea, acid reflux problems. Pain in her hip bone. Swelling of her stomach. In (B)(6) 2013, she went to her doctor who set up an appointment with gynecologist, she went to that appointment and a hysterectomy was scheduled for (B)(6) 2013. That day her coils, tubes, and uterus came out and the next morning, she had more energy than she had in 22 months. She also was tested for nickel poisoning as she had a documented nickel allergy and doctor and representative said there was not enough in the product to cause her harm. She is detoxing from nickel toxicity poisoning, something she thinks would not happen if essure was not in her body. Consumer is four months post operative at time of reporting and was feeling 'pretty darn great besides her issues with detox and poisoning'. No further details were provided. Follow-up information received on 30-may-2014: case considered closed. Follow-up received on 20-aug-2014: information received from consumer via internet (social media) states that, due to many allergies, she is now an owner of epi pens something (as reported) which she has never needed before. Follow-up information received on 12-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0046). Reporter stated she is consumer's friend. Consumer had essure removed. She suffered from debilitating headaches, developed numerous allergies and had her weight dropped to what she perceived was an unhealthy level. She was at times quite emotional. Follow-up received on 13-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0278). Consumer reported that she never once expected to become pregnant and miscarry and then, years later, think about the baby. She also never expected to become so sick with allergies that they become so severe she react to everything foods, medicine, and the environment. According to her, essure has increased her allergies in everything. In addition, consumer informed that her body went into freak out mode and she lost over 45lbs and took her 6 months to get over 125lbs. She is a bouncing yoyo with her weight because of the food allergies. She is now allergic to the sun and all because essure was in her body and reaked havoc (as reported) on her whole entire system. The fatigue she feels daily is a fatigue she can't describe to doctors and they will never understand. Vitamin d is very low and has been for months. She has a positive ana results (as reported) which means an autoimmune problem. She has no family with autoimmune diagnosis. Company causality comment: this report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pregnancy with essure and miscarried, horrendous bleeding and had nickel toxicity poisoning. Miscarriage, horrendous bleeding and had nickel toxicity poisoning are serious events due to medical importance: horrendous bleeding is listed and the other two unlisted in the reference safety information for essure. Pregnancy with essure is non-serious and listed. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this particular case, no such circumstance was reported; causal relationship between essure and the pregnancy cannot be excluded. Miscarriage is the most common complication of early pregnancy. Risk factors include maternal age, smoking, low folate level, uterine abnormalities, fetal chromosomal abnormalities, maternal chronic disease and maternal infections; thus, the event miscarried initially regarded as related to essure was after a company internal review assessed as unrelated to the suspect insert. The essure insert includes nickel-titanium alloy. Although in vitro testing has shown that nickel ions may be released from this device, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. However, since in this case the consumer believed she had a nickel toxicity poisoning due to essure and underwent essure removal, this event was considered related to essure. Also, during essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur; therefore causality between essure use and horrendous bleeding cannot be excluded. Also, non-serious events were reported. This case was regarded as incident since intervention was required (consumer had a hysterectomy).

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 09-sep-2015: ptc (product technical complaint) was received. Ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pregnancy with essure and miscarried, horrendous bleeding and had nickel toxicity poisoning. Miscarriage, horrendous bleeding and had nickel toxicity poisoning are serious events due to medical importance: horrendous bleeding is listed and the other two unlisted in the reference safety information for essure. Pregnancy with essure is non-serious and listed. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this particular case, no such circumstance was reported; causal relationship between essure and the pregnancy cannot be excluded. Miscarriage is the most common complication of early pregnancy. Risk factors include maternal age, smoking, low folate level, uterine abnormalities, fetal chromosomal abnormalities, maternal chronic disease and maternal infections; thus, the event miscarried initially regarded as related to essure was after a company internal review assessed as unrelated to the suspect insert. The essure insert includes nickel-titanium alloy. Although in vitro testing has shown that nickel ions may be released from this device, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. However, since in this case the consumer believed she had a nickel toxicity poisoning due to essure and underwent essure removal, this event was considered related to essure. Also, during essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur; therefore causality between essure use and horrendous bleeding cannot be excluded. Also, non-serious events were reported. This case was regarded as incident since intervention was required (consumer had a hysterectomy). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect.